Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 20-jun-2007, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 0.5mg concentration at 0.185 via intrathecal drug delivery pump for non-malignant pain. It was reported patient had a lack of efficacy for an unknown time. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. The hcp did a dye study on an unknown date and couldn't aspirate the catheter. Catheter was replaced. The catheter appeared to be severed at the lumbar entry site. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis found catheter/catheter body/broken/compressed area/hole cause by deep abrasion/slice cut not related to explant damage. If information is provided in the future, a supplemental report will be issued.